Event description:
It was reported that the patient was scheduled for revision due to high impedance and battery was depleted however surgery was cancelled as the surgeon scheduled was a general surgeon who did not do lead revisions. Implant card for the patient was received noting they received a full revision and battery was replaced due to battery depletion. Per hospital the revision took place, they do not return explants. No additional relevant information has been received to date.